Event description:
The customer reported that the pump screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting after the initial consultation, and no additional corrective actions were taken.